Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used on initial medwatch to capture additional medical/surgical intervention required. Device evaluated by MFR: a product investigation was conducted. Visual inspection: visual inspection confirmed that the screw head is drilled away. Functional test: a functional test could not be performed due to the damage incurred. Dimensional inspection: dimensional inspection could not be performed due to the damage incurred. Document/specification review: the review of the device history record could not be performed since the exact lot number is unknown. Summary: during the extraction procedure, the surgeon was not able to remove the ø5.0mm locking screw. An extraction set was used in order to drill the head of the screw away and to release the plate. Based on the received parts the complaint description matches the returned parts and since the threaded hole of the plate and the screw head have been drilled through no further inspection can be performed. No definitive root cause was able to be determined. Multiple factors can lead to technical difficulties during removal of locking screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon, and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during plate removal can be made based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Corrected data: event: concomitant device unknown fns bolt was inadvertently reported on initial medwatch report. This is not a concomitant device. Date device returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown screw locking/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, the patient underwent a removal surgery for femoral neck system due to an implant cut out. An x-ray was taken on unknown date and showed an unlocked antirotation screw. Removal of the femoral neck system was very difficult thus the surgeon need to use an unknown operace instrument kit during removal. The surgery took an hour and thirty (30) minutes to complete. Patient and procedure outcome was unknown. Concomitant devices reported: unknown fns bolt (part# unknown, lot# unknown, quantity 1). This complaint involves two (2) devices. This report is for one (1) unknown screw locking. This report is 2 of 2 for (B)(4).